Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to log in to the station for any patients. The customer mentioned that users were also unable to pull medications from the station for all patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the reboot loop and all user was unable to login to the server. A technical support specialist connected to the interface and esxi host, confirmed that the cce server (acpccemlp) was stuck in a reboot loop with error c0000034, attempted multiple recovery methods including startup repair, sfc scan, and dism restore, verified that the repair attempts did not resolve the boot error, worked with the on call server engineer, deleted the pending.xml file, rebooted the vm, monitored the system as windows updates processed, then additionally identified that tiworker was consuming 100% cpu, found trustedinstaller stuck in ¿stoppending¿, located its pid using tasklist /svc, terminated the process using taskkill, restarted the vm, created a vm snapshot, reconnected via rss, and confirmed that all required cce services were running normally.the system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to log in to the station for any patients. The customer mentioned that users were also unable to pull medications from the station for all patients. However, there were no delay or adverse events or injuries reported based on this event.